Event description:
Right side no complaint. Follow up findings: report of right side saline breast implant inflation. Follow up findings: the operative report identified capsular contracture baker's grade IV accompanied with pain. The implant was originally filled with 375cc of saline and when explanted it had 400cc of amber colored fluid. The pathology report identified three foreign body type granuloma measuring from 7cm to 12cm at its greatest dimension.

Manufacturer narrative:
Analysis of the device noted the plug strap was broken and this corresponds to damage reported by the surgeon, during explantation. The exam identified no openings in the implant shell. There was no blockage of the diaphragm valve. Device labeling addresses inflation, capsular contracture, pain and lump/nodules as follows: "if any unusual symptoms occur after surgery, such as fever or noticeable swelling or redness in one breast, you should contact your surgeon immediately." "Formation of a fibrous tissue capsule around an implanted device is a normal physiological response. Fibrous capsular contracture remains a common complication following breast implant surgery. The cause of capsular contracture is unknown, but is most likely multifactorial. Contracture develops to varying degrees, unilaterally or bilaterally, and may occur within weeks to years afer surgery. Contracture of the fibrous capsular tissue surrounding the implant may cause a range of symptoms including firmness, discomfort, pain, distortion, palpability, and/or displacement." "As expected following any invasive surgical procedure, pain of varying intensity and duration may occur following implantation. In addition, improper size, placement, surgical technique, or capsular contracture may result in pain associated with nerve entrapment or interference with muscle motion. Pain may also accompany other adverse reactions. Unexplained pain must be promptly investigated." "You should perform a breast self-examination monthly on your implanted breast. In order to do this effectively, you should ask your surgeon to help you distinguish the implant from your breast tissue. Any new lumps or an abnormal finding on the mammogram should be evaluated with a biopsy. If a biopsy is performed, care must be taken to avoid puncturing the implant."